Manufacturer narrative:
Follow up (B)(6) 2014: ptc investigation results were provided. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Final risk classification: risk category IV. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6)-years-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced small bowel obstruction. This event was considered serious due to medical importance and it is unlisted in the reference safety information for essure. A small-bowel obstruction (sbo) is caused by a variety of pathologic processes, being the most common cause postsurgical adhesions. During essure therapy there is a risk that the inserts could be found out of the fallopian tubes, due to a device expulsion, migration or uterine perforation (usually during insertion). This perforation can be suspected in patients who experienced extraordinary pain or discomfort at the placement procedure. In this particular case the patient developed pain 48 hr after essure insertion, which resolved and then relapsed (1 month later). A small bowel obstruction was diagnosed and surgery was done. No information was provided about a possible uterine perforation or the exact location of essure inserts, however it was reported that during surgery an occlusive adhesion with a metallic aspect (not specified, essure insert?) Around the bowel was noted. Given this information and considering the close temporal relation; a causal relationship between small bowel obstruction and essure cannot be excluded, and this event was thus considered an incident (surgery performed). In addition non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. Follow-up information will be sought.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced the following events. On (B)(6) 2013 the patient had essure (fallopian tube occlusion insert) inserted. Forty eight hours after the placement ((B)(6) 2013), the patient experienced pain and then resolved. One month later, on (B)(6) 2014, she experienced significant pain. Small bowel obstruction was diagnosed. Surgery was done and occlusive adhesion with a metallic aspect around small bowel loop without necrosis was noted.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced small bowel obstruction. This event was considered serious due to medical importance and it is unlisted in the reference safety information for essure. A small-bowel obstruction (sbo) is caused by a variety of pathologic processes, being the most common cause postsurgical adhesions. During essure therapy there is a risk that the inserts could be found out of the fallopian tubes, due to a device expulsion, migration or uterine perforation (usually during insertion). This perforation can be suspected in patients who experienced extraordinary pain or discomfort at the placement procedure. In this particular case the patient developed pain 48 hr after essure insertion, which resolved and then relapsed (1 month later). A small bowel obstruction was diagnosed and surgery was done. No information was provided about a possible uterine perforation or the exact location of essure inserts, however it was reported that during surgery an occlusive adhesion with a metallic aspect (not specified, essure insert?) Around the bowel was noted. Given this information and considering the close temporal relation; a causal relationship between small bowel obstruction and essure cannot be excluded, and this event was thus considered an incident (surgery performed). In addition non-serious events were reported. Follow-up information and product technical analysis will be sought.

Manufacturer narrative:
Follow up 16.dec.2014: despite of follow up attempts no new information was provided. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 18-dec-2014 for the following meddra preferred term: small bowel obstruction. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced small bowel obstruction. This event was considered serious due to medical importance and it is unlisted in the reference safety information for essure. A small-bowel obstruction (sbo) is caused by a variety of pathologic processes, being the most common cause postsurgical adhesions. During essure therapy there is a risk that the inserts could be found out of the fallopian tubes, due to a device expulsion, migration or uterine perforation (usually during insertion). This perforation can be suspected in patients who experienced extraordinary pain or discomfort at the placement procedure. In this particular case the patient developed pain 48 h after essure insertion, which resolved and then relapsed (1 month later). A small bowel obstruction was diagnosed and surgery was done. No information was provided about a possible uterine perforation or the exact location of essure inserts, however it was reported that during surgery an occlusive adhesion with a metallic aspect (not specified, essure insert?) Around the bowel was noted. Given this information and considering the close temporal relation; a causal relationship between small bowel obstruction and essure cannot be excluded, and this event was thus considered an incident (surgery performed). In addition non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. Follow-up information is not expected.